Event description:
It was reported via literature, proceedings from an oral presentation, that user error and tissue damage occurred. Event summary: a pulse field ablation (pfa) procedure for symptomatic and recurrent paroxysmal atrial fibrillation was performed using a farawave catheter. Four (4) applications each using the basket and flower catheter configurations were delivered to all four (4) pulmonary veins. A left atrial voltage map was created using a non boston scientific (bsc) mapping system which revealed extensive loss of voltage across the anterior to lateral wall of the left atrium including the left atrial appendage (laa). Upon review of fluoroscopic images, the physicians determined the left superior pulmonary vein had been mistakenly identified as the laa during ablation leading to unintended ablation delivery. One (1) month post procedure a repeat voltage map of the left atrium showed substantial recovery of electrical activity in the anterior and anterolateral walls including the laa. No conduction delay was observed in the laa and contrast imaging confirmed preserved contractility of the laa. Patient status: five (5) months post index procedure the patient had not experienced recurrent atrial fibrillation or thromboembolic events.

Manufacturer narrative:
Matsumoto, n. Et al. Unintended electrical isolation of the left atrial appendage due to anatomical misidentification during pulsed field ablation a case report [conference presentation]. P630. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided.